Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: laparoscopic. According to the reporter: during the procedure, the soft gray seal on disposable trocar became detached and was pushed through the trocar into the patient's abdomen. Piece was located and removed. No patient injury was reported.